Event description:
Pre-op rn using 18g bd angiocath to start IV. The entire plastic chamber of the introducer filled with blood (past the filter below the catheter). When the button was pushed to retract the needle into the chamber, blood sprayed out the bottom end of the plastic chamber, resulting in the nurse's face being sprayed with the patient's blood.